Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified customer was hospitalized. Reporter requested a brief overview of the pump and pump settings from tandem technical support prior to meeting with the customer. No other specific information, including reason for the hospitalization, was provided by the reporter.